Event description:
A distributor from france reported that a pump was not recognizing the cartridges. There was no information available about any impact on the customer's blood glucose level. Upon investigation, it was found that the pump operated correctly after being connected to a computer, with no alarms recorded. The issue was resolved by inserting new cartridges, successfully filling the tube, and performing bolus deliveries, which proceeded without any further issues.